Manufacturer narrative:
On june, 26th 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: date of explantation was on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: upon visual evaluation of the device, a tear was observed at the union between shell and suture tab at 6 o¿clock position. Additionally, injection dome delamination was noted. Microscopic examination was performed, and the cause of the rupture could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 24th, 2020 indicates that the left side date of implantation was on (B)(6) 2019, and right side date of implantation was on (B)(6) 2019. On (B)(6) 2020 patient underwent bilateral removal and replacements as follow; left replaced with cat#:smxp130rh, sn#: (B)(6) , right sn#:(B)(6) . This report is for the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on april 29 , 2022 upon visual evaluation of the device, a tear was observed at the union between shell and suture tab at 6 o¿clock position. Additionally, injection dome delamination was noted. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Tissue expander deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31 2020, mentor reviewed the invoice document and decided to update "date of implantation" to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast reconstruction primary with mentor artoura breast tissue expander, 475cc saline breast implants which bilaterally deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.